Event description:
It was reported that: "pt was revised due to osteolysis of the tibial baseplate. The tibial baseplate was removed and replaced with triathlon ts baseplate (B)(4), 12 by 50 cemented stem (B)(4) and a 13mm cr liner (B)(4)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.